Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. However, the complainant reported that the device was not expired. The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Manufacturer narrative:
(B)(4)

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 multiple band ligator was used for an esophageal varices banding procedure. According to the complainant, during the procedure, the physician placed three bands on grade 3 varices and one band onto a grade 2 varix. The band placed on the grade 2 varix fell off just after deployment; the other three remained intact. It is unknown if the grade 2 varix was re-banded. Additionally, the user reported that there was no difficulty deploying the bands. Immediately post procedure, the patient experienced large amounts of hematemesis. Due to the large amount of blood, it could not be determined if the bands were still attached. A sengstaken-blakemore tube was then placed, but the patient passed. The cause of death was reported as variceal bleeding.

Event description:
Additional information was received on (B)(6), 2011, confirming that the grade 2 varix was not re banded at the conclusion of the procedure.